Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-03200. It was reported that guidewire stuck on catheter occurred. A renegade¿ microcatheter was used in conjunction with a 165cm transend¿ guidewire. During a coil embolization, a 4mm/4mm vortx¿ - 18 injectable coil was used. However, the coil and the guidewire became jammed and cannot be extruded within the delivery catheter. The physician withdrew the catheter, coil and guidewire. The procedure was completed with another coil, wire and catheter to complete the procedure. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The complaint catheter was returned to site for analysis along with a transend guidewire and coil inside. The proximal end of the guidewire was exiting from the hub of the catheter. An attempt was made to remove the guidewire from the catheter, however this was not possible. The coil was also found to be stuck inside the catheter. The proximal end of the catheter shaft was pulled/kinked. The device was soaked in warm water on several occasions in attempt to remove the coil and guidewire without success. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
Same case as 2134265-2016-03200. It was reported that guidewire stuck on catheter occurred. A renegade¿ microcatheter was used in conjunction with a 165cm transend¿ guidewire. During a coil embolization, a 4mm/4mm vortx¿ - 18 injectable coil was used. However, the coil and the guidewire became jammed and cannot be extruded within the delivery catheter. The physician withdrew the catheter, coil and guidewire. The procedure was completed with another coil, wire and catheter to complete the procedure. No patient complications reported.